Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a cross over interventional procedure with a 6f sheath. Reportedly, the physician had to apply force get the device to enter the anatomy. The device was removed, and the foot was opened and closed again. The device was reinserted without issue and successfully achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) reviews was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based in the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty inserting the device include, but are not limited to, patient femoral vessel/ anatomy variables or manipulation of the device during insertion. The prostyle device was maneuvered with some force during insertion. It should be noted that the electronic prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, the IFU violation was circumstantial due to the difficulty experienced during insertion. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code: 2017 - against resistance.